Manufacturer narrative:
Implant was inserted in (B)(6) 2004. Implant regio 25 fractured. Construction was a single crown placed on the implant. Bone loss following implant instability caused by patient related periimplantitis is documented. Fracture was caused by mechanical overloading after more than 16 years in (B)(6).

Event description:
Implant fracture for a dental implant that was implanted (B)(6) 2004 and phased out more than 5 years ago.

Event description:
Implant fracture for a dental implant that was implanted 2004 and phased out more than 5 years ago.